Event description:
Clinical study. Same case as MFR# 6000089-2005-00181. It was reported that about 6 months after a coronary drug eluting stenting treatment procedure, the pt returned on two separate occasions for target vessel reinterventions. In 2004, the lesion being treated was a 2.25 mm, 95% stenosed, non calcified, non tortuous distal left anterior descending (lad) artery lesion. The pt was administered IV angiomax and oral plavix and aspirin. The lesion was predilated. The physician placed a taxus express2 8.8% 2.5 x 24 mm drug eluting stent. A dissection was subsequently noted and the physician placed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent overlapping the previous placed taxus stent to treat the dissection. There were no further complications and the pt was discharged 3 days later on plavix and aspirin. The pt was readmitted 6 months later. Two days later repeat angiography was performed and a taxus express2 stent was placed in the distal lad. Five days later, the pt was readmitted. Two days later, repeat angiography was performed and another taxus express2 stent was placed in the distal lad. Additional information has been requested.